Event description:
It was reported that the customer was taken to the endocrinologist and doctor, and the event happened a while ago, but the mother did not report before. The caller stated that the customer's blood glucose was 260mg/dl; the customer took insulin with the insulin pump. It was stated that the customer was hyperactive. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.